Event description:
Olympus received a medwatch form which stated that during an unspecified procedure, that the teflon pad was damaged but was not detached from the tip of the device. It was stated that this occurred at the beginning of the procedure during activation of the device. No device fragments fell inside the patient. There was no patient harm reported. Olympus followed up with the user facility to obtain additional information regarding the reported event via email and phone but with no results. No additional information has been obtained. (B)(4).

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time as the device analysis is pending. If additional information becomes available at a later time, this report will be supplemented.